Event description:
It was reported that the tips are chipped or broken. This was noticed during cleaning and there was no patient involvement.

Manufacturer narrative:
Corrected data: an inspection was not performed as the product was not returned for evaluation. Device not returned.

Event description:
It was reported that the tips are chipped or broken. This was noticed during cleaning and there was no patient involvement.